Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Results of mesh removal?

Event description:
It was reported that the patient underwent a laparoscopic eventration procedure on (B)(6) 2013 and mesh was implanted. Following the procedure, the patient experienced allergic reaction and infection with (B)(6) appeared three years after laying implant. It was also reported that the abscess is in contact with the prosthesis. The patient will undergo a removal procedure on (B)(6) 2016. To date the patient is well. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: - female ¿ (B)(6) what were current symptoms following the index surgical procedure? Onset date? - unknown other relevant patient history/concomitant medications: - yes - obesity, infection of abdominal prosthesis, umbilical hernia and cure of hernia what is physician¿s opinion as to the etiology of or contributing factors to this event? - unknown what is the patient¿s current status? - surgery went well , a new consultation will occur on (B)(6) patient symptoms manifestations (location, severity, appearance, systemic or local reaction) - purulent flow 3 years after prosthesis placement were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? - no did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? - yes, pre-, intra- and post-op were cultures performed? Results? - yes results of mesh removal? - (B)(6).

Manufacturer narrative:
Additional information was requested and the following was obtained: the mentioned code vm94 is knitted as closely meshed and the received implant shows a large-pored mesh. Can you please confirm that the mesh involved was ethicon vicryl? According to the initial statement of the customer the mesh involved was an ethicon vicryl : parietal prosthesis, mesh vicryl 9 x 21,5 x 26, 5 cm ¿ product reference : (B)(4) with lot number : jg8dxdd0. We don¿t have more information. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The event could not be replicated during failure investigation. Based on the information provided to date and the visual investigation of the received implant, the device is not related to the event - vicryl mesh would be completely absorbed by three years which is when the infection was first noted. Furthermore the mentioned code vm94 is knitted as closely meshed and the received implant shows a large-pored mesh. It may even be that this is no ethicon mesh at all.